Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery which was intervened initially with four synergy¿ stents. Three days later, the patient had st-elevation myocardial infarction (nstemi) due to issues not related to the previously implanted stents. A 2.50 x 16 synergy ii stent was advanced to treat the lesion. However, during advancing the device, it got caught with a previously implanted stent causing the stent to be dislodged from the balloon. A guideliner¿ guide extension catheter was the advanced and the dislodged stent was crushed between existing implanted stents. Additional non bsc stents were deployed to correct the occlusion and the procedure was completed. No patient complications were reported.